Event description:
Following the supraventricular tachycardia procedure, a pericardial effusion was noted. The right atrial tachycardia was induced and the hd grid was used to map the right atrium and the ablation catheter was used to ablate. The ablation was just above the sinus node on the posterior lateral right atrium. The tachycardia could no longer be induced so the study was ended. Following anesthesia, patient became hypotensive. An ultrasound was used to confirm a pericardial effusion in the right ventricle. The fluid was removed and a drain was placed. The patient was stable. The physician stated that he does not know what caused the effusion but that is was more likely the rva catheter than the ablation catheter as it was a small bleed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.